Manufacturer narrative:
Zimmer biomet complaint (B)(4). Product has been received by zimmer biomet. Complaint sample was evaluated and the reported event was confirmed. A review with development engineer showed that the gearing was stiff but the part functioned as intended and was missing a set screw. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to the product not being properly reassembled after sterilization. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The gear was very stiff and unable to use on a patient. A set screw was also missing. Another module was used to complete the procedure.